Manufacturer narrative:
Based on additional information received, the date ge healthcare became aware that this event was reportable changed to (B)(6) 2016.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative confirmed the reported complaint. The flow sensor, bag/vent switch, and the adjustable pressure limiting valve were replaced. The unit was returned to service.

Event description:
A ge healthcare service representative reported the unit leaked and lost the ability to mechanically ventilate, discovered during a corrective repair for an unrelated issue. There was no report of patient involvement.